Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3501 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3501 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, migraine, bypass surgery, abortion (3), parity 5, multi gravida, menarche (at 12), nocturia, painful intercourse, depression, cervical vertebral fracture (1998: mva rollover accident/cervical fracture nonsurgical), uterine cramps and bloating. Previously administered products included: mirena for vaginal spotting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3107 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy and bilateral salpingectomy:). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.908 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: clinical data: essure confirmation, patient recently had placement confirmation of fallopian tube occlusion and location of the implant. Technique: the patient tolerated the procedure well. Results: the uterine cavity is normal in configuration. It is noted that on initial injection of contrast material,a few bubbles of air were inadvertently injected which subsequently traveled to the cornua region ofthe uterus. With gentle pressure distension of the uterus, the uterine cavity is normal in appearance. Contrast material extends to or immediately adjacent to the proximal metallic marking clip of cach of the essure devices. The contrast material is separated slightly from the more medial metallic marker of the right implanted device by bubble of air. The positioning appears to be appropriate, no contrast material is seen extending into either fallopian tube. Impression: hsg (hysterosalpingogram) confirming appropriate positioning of essure device and occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Mild inflammation and squamous metaplasia, cervix. 2. Menstrual phase, endometrium. 3. Endometrial polyp, endometrium. 4. Superficial adenomyosis, myometriun. 5. Essure devices, bilateral fallopian tubes. Pre-op and post-op clinical diagnosis: dysmenorrhea, dyspareunia. Specimen submitted: uterus, bilateral fallopian tubes. Gross description: the right fallopian tube is inked and both fallopian tubes are removed; both fallopian tubes contain coiled metal essure contraceptive devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.